Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2016. 1388t lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two epicardial left ventricular (lv) leads implanted. The connected lv lead had high and unstable thresholds with noted non-capture. The physician opened the pocket to try the other lv lead that was implanted. The physician found the lead was non-functioning, also with high thresholds and non-capture. It was noted one of the leads was capped and the other was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.